Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the usb-x needed to be rebooted. To resolve the issue the technician rebooted the usb-x, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel to their hexavue custom room rack was frozen and the unit's mouse was not operating properly. No report of procedure involvement. No report of injury.